Event description:
Surgeon (B)(6) informed baxter on (B)(6) 2011 that fluid accumulation was found post operation. This surgery used actifuse in conjunction with a product called infuse. The surgeon did a reoperation to remove fluid. Baxter was not provided any details on what actifuse product was used, patient ID, or current status of patient.

Manufacturer narrative:
(B)(4). Baxter medical assessment: postoperative fluid accumulation occurred after simultaneous use of actifuse and infuse for bone repair (unknown procedure). A causal relationship will be determined as soon as the clinical questions have been clarified. (B)(4). Product not available for evaluation as it has been used. This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive the additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.